Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to the tibial component being internally rotated.

Manufacturer narrative:
No devices or photos were received with complaint for investigation; therefore, the condition of the components is unknown and both visual and dimension evaluations cannot be performed on product. A device history record review was conducted for the femoral component and confirmed no deviations or anomalies. Knee component compatibility review identified that no issues were noted. This device is used for treatment. The complaint history search performed for the part and lot combination found no other complaints. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The email communication with the sales representative present during the revision surgery states that the tibia was well secured and had to be removed using osteotomes, the femur was also secure and in a good position so the surgeon left the femur. After trialing, the surgeon was happy with a 14mm cr flex poly. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.